Event description:
The customer's son reported via phone call that the customer experienced low blood glucose levels and receive the weak signal alarm. The customer's son confirmed that the issue did not result in a serious injury or hospitalization. The customer's blood glucose was 48 mg/dl. The customer treated their blood glucose by eating yogurt and fruit. The customer was informed of the common causes of the weak signal alarm. After troubleshooting was performed, the customer was advised that the insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.